Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters all over her upper body. Patient already had blisters on her back and legs prior to lifevest, due to preexisting skin issue. Patient reported one of the blisters under right breast opened and was bleeding. There was no alleged device malfunction contributing to the irritation. Patient ended use and declined further follow up from the distributor.